Event description:
Patient was revised to address loosening of the femoral component at the cement/implant interface. Depuy cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The product associated with this reported event was not returned. Review of the device history records did not reveal any anomalies. The investigation could not confirm the reported event or draw any conclusions based on the supplied information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.